Manufacturer narrative:
The date of the event was reported only with the year of 2020. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 00001252 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where air accumulation in the hub occurred. After transseptal was performed, the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was removed with the guidewire in situ. The dilator and carto vizigo¿ 8.5f bi-directional guiding sheath - medium was advanced over the wire while a constant high flow flush was being introduced into the side arm, the side arm was flowing freely as the dilator and carto vizigo¿ 8.5f bi-directional guiding sheath - medium was advanced into the left atrium. The dilator was removed and it then became apparent that 5 small bubbles were trapped in the transparent hemostatic hub. The operator could not aspirate the bubbles out unless he pinched the valve, flicked the hemostatic hub and aspirated via the side arm. Eventually all bubbles were removed with aspiration. No harm occurred to the patient. There was no report of patient hospitalization. The hemostatic valve did not break nor detached from the sheath. No air was introduced into the patient¿s body. No blood return was observed. No intervention was required. This event was assessed as MDR reportable as air flowed back into the side port.